Manufacturer narrative:
Initial reporter zip: (B)(6). (B)(4).

Event description:
It was reported that during an unknown procedure the device began to drop fragments during surgery. All fragments were collected with shaver. There was no report of patient injury.

Manufacturer narrative:
Examination of the actual device was not possible as it wasl not returned, however a photograph of a blade was forwarded for review. Examination of the photograph is inconclusive as it does not provide sufficient detail to make and assessment possible. Without the return of the device no root cause can be determined with confidence.